Event description:
It was reported that the insulin pump alarmed threshold suspend however customer's blood glucose was not low. Customer stated that sensor blood reading was 40 mg/dl and blood glucose was 77 mg/dl and customer calibrated twice but it would not update. Customer declined to do troubleshooting for sensor and blood glucose readings. Customer stated she will speak with her healthcare provider. Advised customer that the insulin pump calibrates based on the last four calibrations. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.